Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed a visual inspection and found the sensor cannula was broken. The broken part was missing.

Event description:
The customer called in to report a cal error alert and then a bad sensor alert. The customer's blood glucose level was 219 mg/dl. The customer's product was replaced and returned.